Event description:
This rv lead was explanted, along with the OEM lead, due to twiddler's syndrome which caused these leads to fracture. The ICD had met longevity, so it was also replaced. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.